Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed of inoperability without cassette during use. Due to the alarm activation, the user stopped using the cassette and used the stick tape type pain reliever for three hours. After refilled into a new cassette, fluid was administered with the same pump. No patient harm/adverse event reported.

Manufacturer narrative:
Corrected d1 - brand name. Corrected: d3 manufacturing plant address, state, and zip code. One (1) used and several photos were attached to the complaint. Visual inspection found at a distance of 12¿ to 16¿ under normal conditions illumination. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. In the photos received, no issues were detected according to failure mode reported. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing was found that the sample was filled with 100 ml of colored water using a syringe to detect any occlusion or functional problem. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
There was a patient involvement, no patient injury was reported.